Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic region , particularly the right side') in a 47-year-old female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anxiety: prozac in 1990. Past adverse reactions to the above products included depression with prozac. Concurrent conditions included hypothyroidism since 1985, raynaud's syndrome since 1985, drug allergy and rubber sensitivity. Concomitant products included levothyroxine sodium (synthroid) since 1985 for hypothyroidism and raynaud's syndrome as well as ethinylestradiol;norgestimate (ortho tri-cyclen lo) since 1997 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions: rashes") and urticaria ("rashes or skin conditions: hives"). In (B)(6) 2010, the patient experienced teeth brittle ("dental problems: brittle teeth"), gingival pain ("dental problems: gum sensitivity"), tooth fracture ("dental problems: teeth breakage") and allergy to metals ("nickel allergy"). In 2012, the patient experienced alopecia ("hair loss") and the first episode of menopausal symptoms ("menopause 2 years after the essure insertion"). In 2013, the patient experienced mood swings ("hormonal changes: mood swings") and feeling abnormal ("hormonal changes: brain fog"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2014, the patient experienced migraine ("migraines/ headache"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("infection (other): yeast"). On an unknown date, the patient experienced the second episode of menopausal symptoms ("menopause symptoms"), rash erythematous ("rashes on her face / red on the left side of her face"), fatigue ("tired a lot"), dizziness ("dizzy spell") and gastritis ("gastritis"). The patient was treated with pulled teeth and surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018 and performed colonoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, urticaria and migraine had resolved, the last episode of menopausal symptoms, mood swings, feeling abnormal, vulvovaginal mycotic infection, depression, anxiety, teeth brittle, gingival pain, tooth fracture, allergy to metals, alopecia, dizziness and gastritis outcome was unknown and the rash erythematous and fatigue had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, dizziness, feeling abnormal, gastritis, gingival pain, migraine, mood swings, pelvic pain, rash, teeth brittle, tooth fracture, urticaria and vulvovaginal mycotic infection to be related to essure. The reporter provided no causality assessment for rash erythematous and the second episode of menopausal symptoms with essure. The reporter considered fatigue and the first episode of menopausal symptoms to be unrelated to essure. The reporter commented: patient did not undergo essure confirmation test (discrepancy noted in (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion, device is in place.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic region , particularly the right side') in a (B)(6) female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anxiety: prozac in 1990. Past adverse reactions to the above products included depression with prozac. Concurrent conditions included hypothyroidism since 1985, raynaud's syndrome since 1985, drug allergy and rubber sensitivity. Concomitant products included levothyroxine sodium (synthroid) since 1985 for hypothyroidism and raynaud's syndrome as well as ethinylestradiol;norgestimate (ortho tri-cyclen lo) since 1997 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions: rashes") and urticaria ("rashes or skin conditions: hives"). In (B)(6) 2010, the patient experienced teeth brittle ("dental problems: brittle teeth"), gingival pain ("dental problems: gum sensitivity"), tooth fracture ("dental problems: teeth breakage") and allergy to metals ("nickel allergy"). In 2012, the patient experienced alopecia ("hair loss") and menopause ("menopause 2 years after the essure insertion"). In 2013, the patient experienced mood swings ("hormonal changes: mood swings") and feeling abnormal ("hormonal changes: brain fog"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2014, the patient experienced migraine ("migraines/ headache"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("infection (other): yeast"). On an unknown date, the patient experienced menopausal symptoms ("menopause symptoms"), rash erythematous ("rashes on her face / red on the left side of her face"), fatigue ("tired a lot"), dizziness ("dizzy spell") and gastritis ("gastritis"). The patient was treated with pulled teeth and surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018 and performed colonoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, urticaria and migraine had resolved, the menopausal symptoms, mood swings, feeling abnormal, vulvovaginal mycotic infection, depression, anxiety, teeth brittle, gingival pain, tooth fracture, allergy to metals, alopecia, dizziness and gastritis outcome was unknown and the rash erythematous, fatigue and menopause had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, dizziness, feeling abnormal, gastritis, gingival pain, migraine, mood swings, pelvic pain, rash, teeth brittle, tooth fracture, urticaria and vulvovaginal mycotic infection to be related to essure. The reporter provided no causality assessment for menopausal symptoms and rash erythematous with essure. The reporter considered fatigue and menopause to be unrelated to essure. The reporter commented: patient did not undergo essure confirmation test (discrepancy noted in case (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion, device is in place.. Most recent follow-up information incorporated above includes: on 1-jul-2019: upon internal review it was found that the cases (B)(4) are duplicate of this case and hence are marked for deletion. All the information from the two cases has been transferred to this case. Fu from case (B)(4): medical history added, pregnancy updated to no, new events rashes on her face / red on the left side of her face, tired a lot and menopause added and their outcomes updated as not ¿recovered / not resolved¿. Pfs received: reporter information, patient demographics, insertion and removal dates, lot number, new events ¿hormonal changes: mood swings and brain fog, infection (other): yeast, rashes or skin conditions: rashes and hives, migraines, headaches, dental problems: brittle teeth, teeth breakage and gum sensitivity, nickel allergy, pain pelvic region, dizzy spell, gastritis and hair loss¿ added. Outcome for the events pelvic pain, rashes or skin conditions: rashes and hives and migraines updated to ¿recovered / resolved¿. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.